Event description:
It was reported, patient has PICC placed on (B)(6) 2025 and since the PICC was placed, it had multiple issues. It frequently blocked, was tpa multiple times and needed heparin to maintain. It was very positional. Then finally after months of being nothing but trouble and needed to replace it. It was removed (B)(6) 2025. Additional info / impact of incident: patient required new PICC ¿ prolonged care. No invasive procedure required. Additional information provided: patient required frequent application of tpa heparin (clinic visits) to maintain patency then ultimately required replacement. This PICC was placed as the patient is a difficult blood draw. We would have to move the patients arm and get her to cough etc. And still no blood return. Sometimes bathing her would help get it working. PICC should just be maintained by normal saline and we often must use heparin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion in the catheter is inconclusive because the clinical conditions could not be replicated. One 5 fr d/l powerpicc solo was returned for evaluation. An initial visual observation revealed blood use residues throughout the device. A functional test of attempting to infuse water into each lumen of the catheter using a 12 ml syringe revealed the catheter was patent to infusion. A microscopic observation revealed blood residues inside the distal end of the catheter shaft. No catheter kinks were observed during a microscopic observation of the catheter shaft. Abundant blood and biological residues may cause occlusions in the catheter during use of the catheter. It could not be determined if a blood or biological occlusion occurred while the device was in use; therefore, the complaint of a catheter occlusion is inconclusive. This complaint will be recorded for future trending and monitoring purposes.